Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's father reported via phone call that there was an absence of no delivery alarm. The customer's blood glucose was 15 mmol/l at the time of incident. The customer's father stated that they tried different set and was trying to give manual bolus from the insulin pump but was not working. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, displacement test and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.